Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Elevated bg was address by correction injection via manual insulin therapy. Cause was not known. Additionally, it was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy.